Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
On (B)(6): customer reports to product monitoring via phone; sys has been intermittently not booting up. Customer reports having to restart sys multiple times in order to perform procedures on the sys and stated they have continued to perform procedures on sys; despite having to restart multiple times. Customer confirms the sys has shut down during multiple procedures and they have had to restart the sys multiple times in order to complete the procedures. Customer did not have info regarding the dates the sys shutdown, procedures being performed or pt info. Customer confirms all procedures were completed and there were no reported injuries to pts.